Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 09/27/2016 with the following findings: the black box verified the pump time, date reset to default after power on reset. Time, date reset to default was duplicated during investigation. Pump was open to investigate, internal battery component was leaking. Dim / pink/display, battery compartment cracked below bumper pad. (B)(4). (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a leaking internal battery, cracked compartment, and dim display. This report is made based on the results of an investigation completed on 10/06/2016.